Event description:
It was reported that the patient presented in the hospital for routine device check. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture at high output. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.